Event description:
Information received indicates the head section would not lower when the foot CPR pedal is pressed.

Manufacturer narrative:
The technician found the CPR linkage was disconnected from the release valve. He reconnected the CPR linkage to repair the bed.